Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopy, the video system center had no image, and a green blinking image appeared. The procedure was completed using a backup device, and there were no reports of patient harm.